Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed. The anesthesia noticed the patient¿s blood pressure was low. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician believes the injury may have been due to catheter manipulation in the right ventricle (rv). Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event as the patient was observed in the intensive care unit (ICU) overnight. No transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred after the ablation phase. It was noted that the patient had a low blood pressure. Nominal flow settings were used for the thermocool® smart touch® sf bi-directional navigation catheter. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed. All force visualization features were used. Parameters for stability for the visitag module was 1.5, 3, 25, 3; ii. Tag size 2. No additional filter used with the visitag. Color options used prospectively was surpoint values.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30893023l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).